Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ IV set tur y-tube disconnected and leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: three samples were returned to sbdm, the tubing was disconnected. Based on sample investigation, sbdm found the surface of the tubing having evidence of cyclohexanone used in assembly of y connector and tubing. Sbdm measured the outer diameter of the tubing from the complaint samples, all results were passed with average of 7.98mm (specification of outer diameter 8.00mm +/- 1.0mm). Sbdm also measured the outer diameter of the tubing from house samples, it was within specification with average of 8.01mm. Sbdm did a pull force test with house samples, there was no disconnection observed. The average pull force was 9.8 kgf, it met the product specification of >= 1.5kgf. Device history record review: sbdm reviewed the manufactured records of complaint lot 6711061, including manufacturing worksheet, process inspection, product inspection, there was no abnormality found. Root cause: the bonding work between tubing and y-connector is processed manually by workers. The likely cause is this defect is caused by insufficient application of adhesives to the tube and y-connector assembly when the bonding work was made manually by tur-y tube assembly production worker. Corrective action: had quality training on this customer complaint for tur-y tube assembly line workers and quality inspectors. Standardized usage of adhesives and assembly method for tur-y tube products. Implementing tightened product & process management and strengthening quality inspection for tur-y tube manufacturing. Conclusion: based on investigation results, the likely cause is this defect is caused by insufficient application of adhesives to the tube and y-connector assembly when the bonding work was made manually by tur-y tube assembly production worker. No bd CAPA was initiated; however, supplier CAPA (B)(4) was initiated to investigate this issue.